Event description:
Initial reporter indicated that they were having an increase in seizures and it is not known if they are over their prevns seizure rate. It was reported they called 911. Reporter indicated she had never been seizure free, but before swiping the magnet would either abort her seizures or decrease the intensity. However recently, swiping the magnet doesn't seem to be aborting any seizures nor is it decreasing the intensity. The pt still feels their stimulation. A battery longevity calculation was performed that estimated their battery to be at or near end of life. The pt is scheduled to go see a surgeon to decide the next plan of care. Good faith attempts are being made for add'l details about the reported event.